Manufacturer narrative:
Samples are routinely drawn in bd sst (13x100) or pst (13x75) tubes. Prior to the event, the tubes were centrifuged for 5 minutes at 3500 rpm. The lab policy has increased the centrifuge time to 7 minutes. The manufacturer's instructions for pst and sst vacutainer tubes is to centrifuge at 1100-1300g for 10 minutes in a swing bucket unit or 15 minutes for a fixed angle unit. Prior to the event, tpm qc results were within the lab's established ranges. A bci field service engineer (fse) was dispatched and replaced the total protein module. The analyzer continued to generate 1-3 false low tpm results each day. A root cause has not been identified to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining intermittently false low total protein modular (tpm) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Some erroneous results were reported outside the laboratory. Samples were repeated and tpm results were within reference range and corrected reports were sent out. Occurrence is random for false low tpm results, but only on first run from standby. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.